Event description:
It was reported that during a trial procedure, the patient experienced discomfort when the physician was attempting to thread the lead into the epidural space, and the lead kept diving anterior. The physician decided to abort the trial after multiple attempts with the same results. It was also noted that the patient experienced pain and leg weakness after the aborted trial procedure and the patient was admitted to the hospital. The physician suspected that symptoms might be a result from the failed trial attempt. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6).